Event description:
It was reported that the care alert triggered, and the lead exhibited noise oversensing. The lead will continue to be monitored via daily remote downloads, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.